Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Attempts to reposition the lead were unsuccessful due to helix extension issues. This lead was then explanted and replaced. No additional adverse patient effects were reported.